Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead. The lead showed oversensing and was thought to be fractured. The lead was explanted and replaced. The device was also replaced during the lead revision procedure as the device longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4076 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.